Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited an anomaly where patient data was displayed as gibberish characters due to a past error with device encryption. No device intervention was reported but clearing data was discussed. No patient symptoms were reported.